Manufacturer narrative:
Patient identifier: requested: not provided, age & date of birth: requested: not provided, patient sex: requested: not provided, weight: requested: not provided, ethnicity: requested: not provided, race: requested: not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was being withdrawn after insertion, however there was no snap sound. When the device was continued to be withdrawn, the device fully came out of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been off-axis loading of the carrier tube hub resulting in device separation. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.